Manufacturer narrative:
H3- the returned device was examined and dimensional results which control the engagement of the locking lip were found to meet spec requirements. Production batch records were reviewed and found to be in compliance. No further investigation is planned.

Event description:
Pt fell from bed, resulting in hip dislocation. Closed reduction was attempted but unsuccessful. Revision surgery found bipolar shell component and bipolar liner component, catalog number 85-8207. Subject of same firm control number 97r00410, still assembled but disassociated for the hip head component. Disassociation was attributed to the shell and liner components.